Event description:
He manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional and corrected information that the patient having copd, lungs issue, blister face and lips, burned lips and nose. Section b1, b2, b3, d9, g3, g4, h1 and h6 has been updated/corrected. In addition, appropriate health effect - clinical code and appropriate health effect - impact-code has been added has been added.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging getting hot, the water is boiling, there is steam coming out of their face mask, they burned their face, lips, and nose, and have seen particles in the tubing and other thermal issue, patient having copd, lungs issue, blister face and lips, burned lips and nose an issue related to a CPAP device's. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white and black (dust-like), contamination (inconsistent with degraded sound abatement foam), at the air inlet of the blower box, unknown white contamination in the iso port (international organization of standardization.), dust-like contamination on top and bottom of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress, tiny unknown brown and white specks of contamination on the bottom of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam), specks of contamination in the bottom enclosure, inside of the blower motor's bottom housing has scrape marks from an unknown source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination in the base unit and was not able to confirm the complaint or address the symptoms specified.